Manufacturer narrative:
Patient information was not provided. Device has not yet been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 gas blender system displayed an error code during a procedure. The unit was switched out to complete the procedure. There was no patient injury reported. The device has been requested for return to sorin group deutschland for repair and investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 gas blender system displayed an error code during a procedure. The unit was switched out to complete the procedure. There was no patient injury reported.